Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose level. The customer blood glucose level was 27 mg/dl, 54 mg/dl, 43 mg/dl, 63 mg/dl and 127 mg/dl. Customer treated with syringe. The customer reported large size air bubbles in reservoir and the problem was resolved by changing complete set. The customer declined troubleshooting for high and low blood glucose. The device will not be returned for analysis.